Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d4, g4, h4, h6 . MDR section codes updated/corrected: b, c, d, e. The revision reported was likely due to a bone fracture. The reason for the fracture cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 300-01-15 - eq humeral stem primary, press fit 15mm: (B)(6). 310-01-53 - equinoxe, humeral head short, 53mm (beta): (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side and was implanted with exactech devices. Approximately 4 months post-op, the patient was revised for increased pain after being overextended in physical therapy. CT scan showed glenoid loosening. 20 days following revision, patient presented in clinic and x-rays showed anterior dislocation and was again revised. Subsequently, the patient presented with previous glenoid fracture and hemi. As a result, approximately 5 months after initial replacement, surgeon decided to revise to reverse tsa along with glenoid bone grafting to address glenoid fracture. No further impact to the patient was reported. No other information is available.